Event description:
It was reported that, during a cori assisted tka surgery, the surgeon noticed that when distal burring that the cut was more aggressive than 9.5 mm. Surgeon says they checked checkpoint and there was no movement. Looking at files can't see that though. Surgeon bailed on cori ended up converting a total to a revision knee. A 5 mm distal augment was used with a 15 mm poly. The surgery was completed, after a significant delay, changing to manual procedure. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. System seems to function normally. Screenshots from the case were reviewed with the clinical support team. The reported problem was not confirmed. The reviewed screenshots do not indicate a problem occurred during the case. Reviewing the case data found that the checkpoint locations were taken off of the bone, and it appears that they were registered on the trackers or clamps. Although the reported issue could not be confirmed through investigation or within the log data, possible contributing factors may have been related to tracker movement during the case. Although the report states that movement did not occur, since checkpoint pins were not used it could not be ruled out. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.